Manufacturer narrative:
Approximate age of device - 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that changes to lvad parameters were observed. The patient developed a severe driveline and pump pocket infection that required hospitalization. The patient was treated with IV antibiotics and required surgical debridement. During hospitalization, the patient experienced an embolic cerebral vascular accident (cva) that converted to a hemorrhagic cva with devastating results. The patient was discharged home on (B)(6) 2018 and was placed under hospice care. No additional information provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported infection and cva could not conclusively be established through this evaluation. Evaluation of the submitted log file confirmed unsustained power and flow elevations; however, a specific cause for this findings could not be conclusively determined. The log file captured two unsustained power elevations on (B)(6) 2018 and (B)(6) 2018. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. The patient remains ongoing on pump support. Infections, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.